Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the battery voltage was at 2.85v. Contact 13 was over 10k ohms and was in active programming. The therapy had been working fine and the patient didn't notice any issues. The device settings were: program 1 - 1.8v, 240 pw, 75 rate, greater than 4k ohms, 12+ 13- 14+; program 2 - 1.5v, 240 pw, 75 rate, 644 ohms. A longevity estimate was at 69 months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was not determined. Patient was getting good therapy and no changes/ actions taken. Issue resolved.